Event description:
It was reported that a patient was treated with cranioplasty using synthes psi implant approx 2 weeks ago. Patient had cranial defect from removal of brain tumor. The tumor was removed approx one year ago. The patient has a history of infection issues. The wound was treated with irrigation and drainage following removal of the implant. Cultures were sent to lab to confirm suspected infection. Hardware was successfully removed. This report is 6 of 8 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Unknown when symptoms occurred. Implant date: date is approximate. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.